Event description:
It is reported that the device was implanted in 2008 and explanted on two months later. A tha was performed on the same side leg on the same day. The knee wound never healed, and at time of revision, knee implants could still be clearly seen through incision. All knee implants, including a distal femoral locking plate, were removed.

Manufacturer narrative:
Evaluation summary - the sterilization process for this device was validated in accordance with FDA regulations and iso standards to a sterility assurance level of 10-6 or better. The manufacturing lot specified in this complaint was processed according to the validated sterilization process parameters and met all of the acceptance criteria for sterility release. It has been determined through this investigation that the device specified in this complaint met the sterility assurance requirements of the FDA regulations and iso standards. Therefore, it is unlikely that the specified device caused or contributed to the patient infection. Device history records indicate all components were manufactured and inspected to specification.